Event description:
It is reported that the device was implanted about 14 or 15 years ago. The fiber metal in-growth portion of the shell became partially disassociated from the shell substrate. The device was revised.